Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed accuracy 7 - 7.59 percent. Status of the product at the time of the event was during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device failed accuracy 7 - 7.59 %. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found clock battery to be past replacement spec. And needs new serial label. The complaint could not be confirmed with visual inspection or functional testing. The accuracy test was performed, and the device delivered 21 ml, which is within range at +5%.